Manufacturer narrative:
B3: december 2025 was the reported year of the event, but the exact day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a leak detected somewhere in the circuit while the patient was using it. This occurred during use. There was no reported patient harm/adverse event.